Event description:
The manufacturer received information alleging a check circuit alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was observed. Since a malfunction occurred on the control system of the exhalation valve, the active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue, the detachable battery and internal battery was 62%, so those batteries were replaced preventively.